Event description:
It was reported that a nurse attempted to connect a non-baxter to a one-link standard bore catheter extension set, but the fit was not secure and the cap fell off. This occurred after infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.